Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and an evaluation was completed. During inspection, olympus confirmed the reported event of processor cannot be turned on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, processor cannot be turned on due to faulty power supply unit. The cause of the faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that the video system center processor is not getting switched on during preparation for use for an upper gastrointestinal endoscopy diagnostic procedure. There was no report of patient harm or user injury associated with this event. The procedure was completed with a similar device and there was no delay.

Manufacturer narrative:
To date, the device has not yet been received by olympus for evaluation. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.